Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 08/09/2017. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was removed due to "abdominal pain, gastrointestinal bleeding".

Manufacturer narrative:
Taper ii. Supplement #1: medwatch sent to FDA on 09/13/2017. Device evaluation summary: a visual examination was performed on the received lap-band with access port I, taper type ii. The band was separated from the port at the band tubing, approximately 2 1/2 inches from the tubing/collar junction. Scratches were noted on the port, and needle marks were noted on the port septum. The buckle strap was separated from the buckle. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. An air leak test was performed, and the band was leaking from an opening on the end plug. Under microscopic analysis, needle marks were observed on the port septum. Non-penetrating nicks were noted on the port near the septum. The buckle strap was separated from the buckle. The edges of the buckle and buckle strap were noted to be striated, and consistent with damage from a device removal tool. The end of the port tubing was observed to be surgically cut, as the edges were noted to be striated. The end of the band tubing had a striated end cut, consistent with removal of the device.